Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # k113174 and upn# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: rod breakage it was reported that the patient underwent a posterior thoracolumbar-sacral correction fusion surgery at levels t10-s2ai using rods. On (B)(6) 2017, during revision surgery, burrs occurred when a set screw was inserted to reduction screw. Final tightening was performed without exchanging the set screw. Burrs were removed and the surgery was completed without any complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.